Manufacturer narrative:
Product complaint #: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h4: manufacture date is an unknown date in october 2007. H3, h6 investigation summary: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that pinn poly extractor had foreign substances. The observed condition is likely due to improper cleaning/sterilization. The provided evidence was not sufficient to confirm the reported event of will not open/close. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the pinn poly extractor would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during surgery, the jaw on the pinnacle liner extractor was not opening. On trying to use the pinnacle liner extractor, the part that moves out when the handle is turned didn't work. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: jaw on pinnacle liner extractor not opening. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the pinn poly extractor had signs of extensive and repeated use over the years. A functional test was performed, and although the mechanism was able to operate as intended, an issue was identified with the clamp and the ratchet. The device required moderate force to move/open both components. The reported allegation can be confirmed as this condition prevents the basic function of the device. The observed condition appears to be consistent with the effects of repeated use and servicing over the years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn poly extractor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j1007) provided is not a valid finished goods lot number. H11 additional narrative: added: d4 (lot & UDI), d9 and h4. Corrected: h3.